Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired in the last year. Although it was determined that the defect was likely caused by failure of the image sensor unit or video connector, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the issue occurred when preparing the device for use.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to damage on the charge-coupled device unit, a noisy image occurred during angulation in the up/down directions. In addition to no image on the monitor due to damage on the charge-coupled device unit, the evaluation findings are as follows: due to damage on the insertion pipe, the insulation resistance valve did not meet the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the venting connector of the light guide connector was loose; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the lock engagement lever, the bending section could not be firmly fixed; the universal cord had a scratch, and the protector of the universal cord on the control section side had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that while using the endoeye flex deflectable videoscope, there was a noisy image issue when the device was angled. There was no patient harm associated with the event. The device was returned and evaluated, and due to damage on the charge-coupled device unit, the monitor showed a black screen with no image (but may have been normal at times). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.